Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the customer was hospitalized; details and nature of hospitalization were not provided. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed issue was verified; however, based on the analysis, the alleged hospitalization issue could not be verified.